Event description:
During surgical procedure to remove old tesion & replace with new ones, one of the tesio catheters broke off and remained in the right inferior vena cava; large hematoma to site was noted later. Tesio catheter piece successfully retrieved.